Event description:
It was reported the in-package telemetry could not be performed on the initial implant in theatre. It was repeated multiple times without success. The backup implant needed to be used instead. The backup implant in-package telemetry measurements were successful and as expected.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported the in-package telemetry could not be performed on the initial implant in theatre. It was repeated multiple times without success. The backup implant needed to be used instead. The backup implant in-package telemetry measurements were successful and as expected.

Manufacturer narrative:
Conclusion: device investigation revealed the substrate of the device' circuitry to be broken. The investigation results appear to match the problems mentioned in the recipient report. The exact reason why the crack occurred cannot be determined, however a review of the DHR has been performed and no abnormality was revealed, thus the device was released according to specifications. A back-up device was implanted successfully. This is a final report.